Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime long length everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending artery with mild tortuosity, moderate calcification and 99% stenosis, pre-dilatation was performed with an unspecified 2.0x18 mm balloon dilatation catheter. A 2.75x33 mm xience prime stent delivery system was advanced and while deploying the stent a distal edge dissection was noted. Another xience stent was implanted to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.